Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was informed yesterday by the patient that the controller is changing the patient's stimulation intensity on its own and showing error messages. Patient services asked, but the rep didn't know which error messages the patient was seeing. The rep noted that they are sure the error message was not the settings not available screen. Patient services reviewed expectations regarding the controller's function and capabilities and reviewed troubleshooting considerations. The rep stated that they turned the adaptive stimulation off last time they met, "because that was an issue as well". The rep confirmed with patient services that they were first notified of the issue yesterday, and the issue with the controller started 3-4 weeks to 1 month ago (year valid). Patient services inquired about the battery level of the ins. The rep stated that they do not know the battery level of the ins, but indicated that the patient is keeping the ins battery charged. The rep stated they are meeting with the patient tomorrow for in-person troubleshooting, and will follow up with patient services if necessary. The rep will meet with the patient and c all back with the serial number of the controller if necessary for controller replacement. No symptoms were reported. Additional information was reported that the patient did have adaptive stimulation (as) configured and had changed some of his positional settings to 0 which was causing the controller to have issues. He has not reported any controller issues to them since we turned as off two weeks ago. Additional information was received from the patient and manufacturer representative (rep). Rep called back reporting the same issues as well as the patient had called him today and said the controller is turning the stimulation on and off on its own and they want to have a remote shipped out.